Event description:
Rep reported that the device appears to be occluded. It was also reported that the patient was programmed to 2 and had huge ventricles. Surgeon tested the components of the shunt one by one. When manometer was connected to the valve and the ventricular catheter in sequence there was no flow. He disconnected the valve from the ventricular catheter and attached the manometer and the csf flowed strongly from the ventricular catheter.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.